Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was intermittently observed to be fluctuating while the customer was charging the pump. The customer provided a blood glucose (bg) of 88 mg/dl, and indicated that the bg was not adversely impacted by these issues. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged. Upon follow-up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.